Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the device had a blank display, there was fog underneath the lcd screen. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The pump display worked properly during button pushes. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.